Event description:
Report received of an adverse event while the device was in use. On an unspecified day, the pump was programmed to deliver an unspecified concentration of phenylephrine at a rate of 28ml/hr. Reportedly, at approximately 2220, the "pump cleared itself." At this time the pt became "hypotensive." The physician was notified. The pt was treated with an unspecified dose of dopamine using a second device. There were no reported adverse pt sequelae. The customer contact was unable to clarify what was meant by the statement "pump cleared itself." Though requested, no additional info was provided.